Event description:
Continuous failure of cmos batteries on power board of model 1325 d imed gemini pc2-tx infusion pump. Ongoing replacement of leaking or exploding batteries of pumps throughout inventory. 703 error alarms causing pump to be shutdown and replaced w/different pump. This causes downtime on pump, cost for new batteries, and nurses time to switch out pump.